Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for failed battery test. The customer states that insulin had leaked into the pump. The customer states the buttons had become unresponsive. The customer's blood glucose level was as high as 424 mg/dl. The customer had been treating with manual injections. Troubleshoot could not be conducted due to customer's line dropping. No further information gathered at this time.